Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer wore the pump in their pocket. Customer's blood glucose was 191 mg/dl. Customer changed the battery but the alarm occurred again. The pump was not exposed to moisture. Customer was advised to revert to a back-up plan.